Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization, pushed the coil into the aneurysm just fine, but decided to reposition the coil. When retracting the coil, it was roughly 2/3 retracted, the coil stopped moving. Inspection determined that the pusher had fractured. The patient had to undergo surgery to remove the coil, and remaining portion of the attached pusher. The patient was reported to be fine.